Event description:
It was reported to the biomedical engineer by hospital staff that the external pulse generator (epg) was connected to a patient and seemed to be functioning properly, but they did not see pacing capture on their monitor. Follow-up information received reported the patient received CPR (cardiopulmonary resuscitation) for approximately one minute, the epg was replaced, and everything worked properly. The epg was returned for check out and repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The external pulse generator (epg) passed testing. The control knobs and battery release were found to be contaminated, and the battery drawer had tool marks and leftover adhesive on it. One printed circuit board (pcb) flex cable was crimped, the lower case and both bail covers were broken, and the coating on the keyboard was worn off.